Event description:
High svc (superior vena cava) lead impedance >200 ohms. Measurement consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).